Event description:
That during a suction procedure, the thumbpiece of the control valve remained in the locked position, not allowing the suction control valve to be turned off. No patient injury or adverse event were reported.